Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having issues with the quickset. Blood glucose level at the time of incident was 525 mg/dl and was treated with manual injection and went up to 593mg/dl and was 417mg/dl later. Customer switched back to old pump and blood glucose value was 195mg/dl. Blood glucose level at the time of call was 365 mg/dl. Customer declined troubleshooting. Product will not return for analysis